Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for complex regional pain syndrome type I and spinal pain. The rep reported a power on reset (por) error message. It was noted that therapy had stopped. The rep stated that the patient called them yesterday, and they were able to clear the por and resume therapy without incident. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018 reporting the circumstances that led to the por message. It was stated that the patient removed the recharger from the wall plug and placed it against their scs battery. The scs immediately turned off and would not restart with the recharger or programmer. Patient weight at the time of the event was provided in a range from (B)(6) lbs. No further complications were reported.